Event description:
Per the edwards lifesciences clinical specialist report, during a transapical tavr procedure post valve deployment the aortic annulus ruptured creating a periaortic hematoma that lead to aortic perforation. Case summary: per tee the following structures diameters were: aortic annulus 20+ mm, sinotubular junction 32.1 mm and sinuses of valsalva 32.4 mm. The degree of calcification was considered moderate for the aortic valve leaflets and mild for the aortic root and mitral valve annulus. A 23mm sapien valve was successfully deployed 50/50 within the aortic annulus without difficulty. Immediately following deployment the tee revealed trivial central aortic insufficiency (ai). The apex was surgically closed via the usual surgical fashion without complication. Post closure the surgeon noticed that there was bleeding coming from what appeared to be a different location. Another tee study was performed and it was discovered that there was a dissection in the aorta from the annulus up to what appeared to be the left atrium. It was determined that the patient had a periaortic hematoma that dissected the left atrial wall tissue and migrated up to the left atrial dome and perforated the aorta (per the proctor). The patient¿s chest was then opened to explore the aorta. A perforation was then found in the aorta near the left atrial dome so the blood pressure was lowered sub 100mmhg and a suture was placed in an attempt to stop the bleed. The patient was then observed for approximately 15 minutes, no further bleeding was noted and the patient was hemodynamically stable without pressors. The chest was then closed in the usual sterile fashion and the patient was left intubated and transferred to ICU in stable condition

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause for the reported annular rupture post valve deployment cannot be confirmed; however, per report the event was not related to a device malfunction. It is possible that some annulus calcification had a sharp edge, which may have caused or contributed to the injury upon deployment of the valve. The device is not available for evaluation, as it remains implanted in the patient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.